Event description:
It was reported that during a sleeve gastrectomy procedure, the reload misfire; malformed staples. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code for the stapler used during the procedure (sc60a, long60, pse60a, etc)? Long60a. How was the procedure completed? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st & 3rd. During which stroke did the event occur? 3rd. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher in opening. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? Tissue drag was observed.